Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that this device was explanted due to excessive internal scarring and discomfort. An infection was suspected, however the testing was inconclusive. No adverse patient effects were noted.